Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left middle cerebral artery (mca) using penumbra smart coils (smart coil), a penumbra smart coil handle (handle), a non-penumbra microcatheter, a guidewire, and a stent device. During the procedure, the physician successfully implanted a smart coil in the aneurysm using the microcatheter. The second smart coil was advanced in the target location using the microcatheter and the physician attempted to detach it using the handle; however, the smart coil failed to detach. The physician then made multiple attempts to detach the smart coil using the handle and by manually detaching it using medical clamps but were unsuccessful. Therefore, the smart coil was removed. Next, the physician implanted the next smart coil in the aneurysm using the microcatheter. The next smart coil was then advanced in the aneurysm using the microcatheter and the physician attempted to detach it using the handle; however, the smart coil failed to detach. Therefore, the physician manually detached the smart coil using medical clamps. Another smart coil was then advanced in the aneurysm using the microcatheter and the physician attempted to detach it using the handle; however, the smart coil failed to detach. The physician then made multiple attempts to detach it using the handle and by manually detaching it using medical clamps but were unsuccessful. Therefore, the physician decided to remove the smart coil. While retracting the smart coil, the smart coil unintentionally detached with half of the smart coil outside the aneurysm. The physician then used a microwire to successfully push half of the smart coil back into the aneurysm. Subsequently, the microcatheter prolapsed back deploying some of the smart coil into the mca artery. Consequently, the smart coil was restricting flow to the m2 branches of the mca. Therefore, the physician implanted a stent to tack down the smart coil in the mca that restored the flow to the m2 branches. The procedure ended at this point. There was no report of an adverse effect to the patient.